Event description:
Patient representative reports patient experienced "capsular contracture baker grade iii, tension pain, breast hardening, depression, anxiety". Device has been explanted and not replaced. This relates to the right device.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: depression: unable to observe as it is not related to the manufacturing process. Capsular contracture: unable to observe as it is not related to the manufacturing process. Anxiety-product/procedure: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, deformation were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
This is a follow-up report to a medwatch submitted under manufacturer report number 9617229-2023-13300. Additional, changed, and/or corrected data: h6.

Event description:
Patient representative reports patient experienced "capsular contracture baker grade iii, tension pain, breast hardening, depression, anxiety". Device has been explanted and not replaced. This relates to the right device.